Event description:
A micro catheter was being removed from a patient's vessel that had just been filled with onyx. Upon removal, the micro catheter broke off at the tip inside the patients embolized vessel. Onyx embolization material is a glue-like substance that may have adhered to the tip of the catheter. This was an embolization procedure. There was no attempt to remove the catheter tip because it became part of the embolizing matrix.